Event description:
It was reported that the patient was shocked 24 times. The lead was replaced. No further patient complications have been reported as a result of this event. A company representative reported that the lead cracked and lead malfunction was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.